Event description:
Caller reported a tandem mobi cartridge alarm that occurred during the pumping process. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to the customer's blood glucose level. Technical support confirmed a cartridge alarm and noted occlusions with the pump, which was identified as a special model. The pump was replaced to resolve the issue successfully.